Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc reviewed the data provided. The ccc found that the quality control (qc) data provided was in range. The ccc also found that samples were not centrifuge prior to testing. The customer ran samples from the tube they were received in. The ccc informed the customer that samples should be transferred to a non-gel tube and centrifuged before testing. Siemens is investigating the event.

Event description:
Discordant, falsely depressed urine enzymatic creatinine (ecrea) results were obtained on five patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). For sample ID (B)(6), the customer repeated the same sample on the same instrument, resulting depressed. The customer then repeated the same sample on an alternate dimension vista instrument, resulting higher. For sample ID (B)(6), the same sample was repeated on the same instrument twice. The first repeat was depressed and the second repeat was higher. The customer then repeated the same sample on an alternate dimension vista instrument, resulting higher. For sample ids (B)(6), the same sample was repeated on the same instrument twice. The first repeat was depressed and the second repeat was higher. For sample ID (B)(6), the same sample was repeated on the same instrument, resulting higher. The customer reported out the higher results for each patient sample to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine results.

Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc did not find any indication of reagent delivery or foaming issues. No maintenance was performed on the instrument for this event. Hsc requested the customer to not use conical bottom tubes for testing as this is not an approved tube for testing. Hsc suggested centrifuging samples prior to testing. The cause of the discordant, falsely depressed urine enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.